Event description:
Approximately a month ago, the patient began getting stimulation in his belly and around the device; prior to that, he got stimulation in his legs down to his feet. The patient said that he had not had a fall. When checking impedances, they were getting question marks (???) In the results. They went higher up to 5.5 volts and still had some questions marks. When they went higher, they all turned to question marks. It was noted that the patient had jaw surgery. Additional information has been requested, a follow-up report will be sent if additional information becomes available.